Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the device alarmed for "system fault 13" when internal oxygen was started. This is indicative of a potential device issue where the device may deliver more or less oxygen than set. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of system fault 13 (while in use with o2) was confirmed. Ventec visually observed that the metering valve connector was damaged. Ventec replaced the metering valve to resolve the reported issue. Proper device operation was confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the metering valve, however, further component level cause could not be conclusively determined.